Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after a vibratory alert from the implantable cardioverter defibrillator was received. Device interrogation revealed an alert for the secure sense feature, which inhibited therapy due to noise. Noise was nonreproducible with isometric movement, and all parameter were normal. The physician attributed noise to electromagnetic interference, and the patient admitted the use of a transcutaneous electrical nerve stimulation device. The patient was counseled, and no interventions were made. The patient was in stable condition.